Event description:
It was reported the patient was found dead, at the bottom of stairs. The device had reached its elective replacemen indicators (eri), and high battery impedance was observed (in the range of 24000 ohms). The patient was reported to be noncompliant wth device follow up, and did not respond to several letters requesting she have her pacemaker checked. The device reportedly reached eri about five months prior to the death, and it was still pacing at the time of death. The medical examiner determined there was no trauma or infarction, and the cause of death has not been determined. Toxicology tests are pending. There is no allegation by a health care professional that the death was device related. The device was returned, with a report the autopsy showed no conclusive cause of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: battery depletion was normal. It was reported the patient was found dead, at the bottom of stairs. The device had reached its elective replacemen indicators (eri), and high battery impedance was observed (in the range of 24000 ohms). The patient was reported to be noncompliant wth device follow up, and did not respond to several letters requesting she have her pacemaker checked. The device reportedly reached eri about five months prior to the death, and it was still pacing at the time of death. The medical examiner determined there was no trauma or infarction, and the cause of death has not been determined. Toxicology tests are pending. There is no allegation by a health care professional that the death was device related. The device was returned, with a report the autopsy showed no conclusive cause of death. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated low battery.